Manufacturer narrative:
Expiration date: 09-30-2024. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -6.0/0.5/176 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On the same date as implantation; in a separate surgery the lens was explanted. On (B)(6) 2022 a replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic broken and bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).